Event description:
It was reported that a malfunction alarm occurred and the wake button was delayed in responding to touch. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the wake button performed as intended when pressed with more force. Insulin delivery was resumed successfully. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.